Manufacturer narrative:
Information regarding the resolution of the side effects have been queried from the practitioner. According to the last received information from 2019-04-11, the problem was almost solved with this patient. A slight erythema is still present but likely to be due to revascularisation, and the resolution is expected to be total in a few days. Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Literature data: delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014;34(4):584-600. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316. Delorenzi, c. (2014). "Complications of injectable fillers, part 2: vascular complications." Aesthetic surgery journal / the american society for aesthetic plastic surgery 34(4): 584-600.

Event description:
The reported event happened outside of the u.s., in (B)(6). According to the received information, on the day after the injection of rha 2 with a 20gx4mm needle and 27gx50mm canula on the superior dorsum area, the patient reported pain in the glabellar region. An ischemic area in the glabellar and sus-glabellar area was observed with a transient discolouration (blanching). The injector has been contacted with a medical expert for assistance in treating the adverse reaction and identifying the root cause. According to the received information, aspirin po 300mg and hyaluronidase 1000ui was prescribed on the date of the reported adverse event (B)(6) 2019). Following this immediate treatment, the patient was prescribed extranase, aspirin and hot compress in the affected area. This treatment induced a revascularization of the affected areas and thus the resolution of the symptoms is almost total.